Event description:
According to the reporter: the device did not work. A different device was used to end the intervention. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).